Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient product ID 97745bp lot# serial# (B)(6) implanted: explanted: product type accessory product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) h3. Analysis was performed on [product ID 97745 lot# serial# (B)(6)] analysis found the main board connector pins and lcd were broken. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient stated that a couple days ago they started having issues when trying to charge their implant. Caller stated that the controller won't recognize the implant. Caller added that they last charged the implant 2 days ago. Agent walked caller through removing the battery pack. Caller confirmed no physical damage on recharger cord, pins, controller connector port pins nor battery compartment pins. Agent had caller reinsert the battery; caller confirmed the controller powered on. Caller saw "battery empty, cannot provide stimulation, recharge the implanted device." Caller then connected the recharging belt to the controller and the controller went blank/unresponsive. Caller said this is what was happening yesterday, and the controller won't come back on until they take the battery out. Caller mentioned that they lost their controller a year or so ago and had to get it replaced and got a second recharger at that time. Caller tried using their other recharger and had the same result. The issue was not resolved. An email was sent to the repair department to replace the controller. Additional information was received from the patient. They reported that they received the controller but now pt is having issues recharging the ins. Pt reported that since they received the controller they are seeing a message to "charge the controller battery " but pt stated the battery is fully charged at the time. Pt reported that they are also having trouble finding the ins to charge. A replacement recharger telemetry module (rtm) was sent out. Additional information was received from the patient. Pt called back stating they got a new rtm and controller but still had issues charging the ins. When recharging the ins the controller screen would go blank and they would have to reset their controller which happened at least once a day. Pt noted it was also taking 2 hours to charge the ins. Pt verified they were using the new rtm and controller. Ps reopened case to email repair requesting a new controller battery.